Event description:
After balloon angioplasty of left av fistula, part of the introducer sheath was noted to be missing. Approx. 4cm of the distal tip. The dr was informed. The pt was sent to have add'l x-rays on CT to look for missing piece. Sheath was not located on film. Pt to sds and discharged.